Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable pump for unknown indications for use. It was reported that the patient's pump was due for replacement in a few months. It was further reported that following the last refill in which the pump did not accept the full volume, the patient had recently died. It was indicated that the patient subsequently developed what was thought to be an unrelated paralytic ileus. The healthcare provider was requesting if it would be possible for the pump to be examined to check if it had issues. The pump had been switched off but had now been explanted and had been given back to the healthcare provider. Additional information was received from a foreign healthcare provider via a company representative on 2026-mar-27. The pump was refilled on 2025-(B)(6), and resistance was encountered at 37 ml. The approximate volume that was unable to be injected was 3 ml. The pump was filled with intrathecal baclofen with concentration 500 mcg/ml (2 x 20 ml ¿ lot 24107354, expiry 09/2029). At the time of the refill 7.1 ml was the expected residual vol ume in the pump and 8.5 ml was the actual residual pump reservoir volume. No diagnostics or troubleshooting were performed. There were no known factors that may have contributed to the refill issue. The pump was due for replacement in may of 2026. It was further reported that the confirmed cause of the patient¿s death was bowel necrosis and perforation. The patient¿s pump/therapy was not considered causal or contributary regarding the patient¿s death. The date of the patient¿s death was 2026-(B)(6). The pump was explanted on 2026-(B)(6). The undertaker was in possession of the explanted pump as of (B)(6) 2026. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2019. The patient's gender, pump serial number and age at the time of the event was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.